Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which noted a pin hole in the tubing. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing revealed leakage at the pin hole in the tubing. The reported condition was verified. The cause of the pin hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a transfer set leaked. This was noticed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.